Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was suspected of fracture and exhibited high impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.